Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-8.8%). No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Upon review of the event history log, no evidence of the reported customer complaint was found. Device underwent functional testing, and the reported customer complaint was unable to confirmed. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3 percent and well within the published specification of +/-6 percent.